Event description:
It was reported that during a procedure, this pacemaker was explanted due to an unknown product performance anomaly. A new device was successfully implanted as a replacement. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this pacemaker was explanted due to an unknown product performance anomaly. A new device was successfully implanted as a replacement. No additional adverse patient effects were reported. Subsequent additional information was received that indicated that the pacemaker was explanted due to an advisory. No additional adverse patient effects were reported. The pacemaker was returned to facility awaiting analysis.